Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a skin infection under the lifevest equipment. Patient described the area as a red, irritated, bubbling, and flaky fungal infection with cuts. There is no indication that the patient received medical intervention. Outcome of the irritation is unknown as follow up attempts were unsuccessful.